Event description:
It was reported that product performance data was reviewed and classified as noise, inappropriate detection and inappropriate treatment. It was further noted that the rhythm was classified as atrial fibrillation and the device inappropriately shocked. The device and right ventricular lead remain in use. The patient was enrolled in the reverse clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 7303, bi-ventricular implantable cardioverter defibrillator, 2005 (B)(6); 4194, implantable pacing lead, 2005 (B)(6). (B)(4).